Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Ts (technical support) had customer turn off and move pushers to each corner. Rebooted and no errors. Repeated run and error persist. Fse (field service engineer) was dispatched and on (B)(6) 2017 troubleshoot the unit and found x1 home sensor defective. Replaced x1 home sensor, checked operations and passed. Annual pm (preventive maintenance) was also performed. The most probable cause of the reported event was a failure of x1 home sensor.

Event description:
On (B)(6) 2017, the customer reported x-1 axis error with their hlc-723g8 analyzer sn#(B)(4). The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.